Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
Additional information received on 4/19/2024: this was revision surgery took place on (B)(6) 2024. During the revision surgery, both ar-2324bcc biocomposite swivelock were explanted.

Event description:
On 03/8/2024, it was reported by an arthrex subsidiary employee via email that (2) ar-2324bcc biocomposite swivelock pulled out of bone post operation. The revision surgery took place on (b)6) 2024. The original procedure was performed on (B)(6) 2024. No further information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.